Manufacturer narrative:
No broken insulin cap, however unit received with missing retainer. Unable to perform displacement test due to missing retainer. Device was received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump cap was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.